Manufacturer narrative:
H.6. Investigation: no samples were returned from the customer facility for evaluation. One (1) photo was returned from the customer. The returned photo does show the customer¿s failure mode of ¿glass breakage¿. Upon evaluation of the customer returned photo, the customer¿s product issue was observed. The glass is broken. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® cpt¿ cell preparation tube with sodium heparin had glass breakage during use. The following information was provided by the initial reporter: the customer stated "tubes are breaking in the centrifuge, patients asked to return for redraws."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® cpt¿ cell preparation tube with sodium heparin had glass breakage during use. The following information was provided by the initial reporter: the customer stated "tubes are breaking in the centrifuge, patients asked to return for redraws."